Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).